Event description:
The customer reported no image during a diagnostic colonoscopy involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support instructed the customer to trace the sdi cable going from the cv to the computer and then disconnect it from the computer and reroute it directly to the monitor. We were able to get an image directly from the cv-1500. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.